Event description:
It was reported, that the subject had a color stripe in the field of vision. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, d9, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, evaluation found the r-unit was broken and the image was purple. A root cause could not be identified. Based on the results of the investigation, it is likely that the image issues were due to the broken r-unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject had a color stripe in the field of vision. The issue was found during the preparation/prior to sedation of a diagnostic procedure. There were no reports of patient harm.